Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-06561. (B)(6). It was reported that coronary artery disease and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to stable angina and cardiac catheterization was performed. Target lesion #1 was a de novo lesion located in the proximal right coronary artery (rca) with 90% stenosis and was 12mm long with a reference vessel diameter of 3.00mm. Target lesion #1 was treated with pre-dilatation and placement of a 4.00x16mm promus element¿ plus drug-eluting stent, with 0% residual stenosis. Target lesion #2 was a de novo lesion located in the mid rca with 70% stenosis and was 10.00mm long with a reference vessel diameter of 4.00mm. Target lesion #2 was treated with pre-dilatation and placement of a 4.00x12mm promus element¿ plus drug-eluting stent, with 0% residual stenosis. Target lesion #3 was a de novo lesion located in the right posterior descending artery (r-pda) with 80% stenosis and was 10.00mm long with a reference vessel diameter of 3.50mm. Target lesion #3 was treated with pre-dilatation and placement of a 3.50x12mm promus element¿ plus drug-eluting stent, with 0% residual stenosis. Post-deployment of the study stents, coronary artery spasm was noted which was treated with the administration of intracoronary nitroglycerin. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with complaints of worsening shortness of breath and chest pressure which radiates to bilateral arms. Subsequently, the patient was diagnosed with coronary artery disease, was hospitalized, and coronary angiography was performed on the same day. The 70% isr located in the proximal rca was treated with dilatation using a 3.5 x 12.00mm emerge balloon catheter. However, repeated watermelon seeding was noted. Subsequently, cutting balloon angioplasty was performed with a 3.5 x 10.00mm balloon, resulting in less than 30% residual stenosis. The following day, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.